Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history report reviews are not possible. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
.

Event description:
A customer reported that the probe would not cut. It is unknown if the event took place before or during surgery. It is unknown if aspiration was working. It is unknown if there was patient involvement. Additional information and a product sample was requested.

Event description:
During follow up, the nurse reported that the event took place during set up. No patient involvement was reported.